Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 5241620. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 5241620. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01191. It was reported that patient experienced pain and discomfort at occipital leads. Surgical intervention was undertaken wherein the system was explanted.